Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The full name of the initial reporter noted is (B)(6). The initial reporter named is a getinge employee who has different contact details from that of the event site. Details: (B)(6). A getinge field service engineer (fse) found the battery run time to be less than 135 minutes. To fix this issue, the batteries were replaced. The fse then calibrated the iabp, as well as, performed functional, and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
During a schedule preventive maintenance (pm) by a getinge service territory manager, the cs300 intra-aortic balloon pump (iabp) failed the battery run time test. No patient was involved during this event. No adverse event was reported.